Event description:
A malfunction on the pump was reported, but there were no notable events prior to the malfunction. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted with resetting the pump. The malfunction code did not recur after the reset, allowing the customer to continue using the pump. The customer was advised to call back if any malfunction codes appeared again, and they acknowledged and understood the instructions.